Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was not present on the balloon and was returned for analysis. The dislodged stent returned deformed and stretched. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. Kinks evident to the hypotube. Deformation was evident to the distal tip. No other deformation evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure attempts were made to use three resolute integrity rx drug eluting stents to treat a moderately calcified and moderately tortuous lesion exhibiting 90% stenosis located between the r-pda, obtuse marginal and ramus. The devices were inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices. Excessive force was not used during delivery. It was reported that the stents failed to cross the lesion. It was stated that the stents entered the blood vessel, but it couldn't pass through the lesion at the middle and distal occlusion site through the (om) obtuse marginal branch. The patient is alive with no injury.